Event description:
It was reported that the patients incision was not healing properly. The patient underwent an explant procedure and was doing well postoperatively. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. D6b: explant date: (B)(6) 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7076325.